Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was difficulty placing the implantable pacing lead. The lead was removed and was not implanted, and another lead was used. No patient complications have been reported as a result of this event.